Manufacturer narrative:
(B)(4). Batch # p55162. Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned with the knife exposed and fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the device "broke during use"? Did the firing knob break off of the device? If yes, will it be returning with the device for analysis? If not, was it discarded?

Event description:
It was reported that during an unknown procedure, the device broke during use. No piece of the device fell into the patient. Use of another like device to complete the procedure. There were no patient consequences reported.